Manufacturer narrative:
The user guide states: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there was an air bubble in the cartridge patient line. The customer successfully primed out the air bubble. Additionally, it was reported the pump time was incorrect due to not adjusting the time for daylight savings. Tandem technical support guided the customer through changing the pump time. The customer's blood glucose level was not impacted by these events.